Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in clinic on (B)(6) 2018 after experiencing high voltage therapy. Upon interrogation, the right ventricular lead exhibited low defibrillation impedance, which resulted in an aborted shock. Subsequent therapy converted the patient¿s rhythm. The lead was capped and replaced on (B)(6) 2018. No further information was reported.